Event description:
Blalock clamp used on portal vein broke during svc anastomosis. Broke at portal vein site, resulting in excessive bleeding. Broken pieces were retrieved from abdominal cavity of patient. The manufacturer's response was that the clamps did not meet their specifications. The manufacturer recommended not to use the remaining clamps and if needed to use them gently and cautiously without over tightening them.